Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The 6949 lead is part of the advisory for this model.

Event description:
The patient reported that the doctor performed a procedure to increase the heart rate, in order to determine whether the device would deliver an appropriate therapy. Per the patient, the doctor saw "several peaks and it (ICD) didn't kick in". Both the device and right ventricular lead remain in use. No patient complications have been reported as a result of this event.